Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for future occurrences, allowing the customer to continue using the pump. The caller acknowledged and understood the guidance given.